Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID# 2134265-2011-01317, 2134265-2011-01318, 2134265-2011-01319, 2134265-2011-01320, 2134265-2011-01321, 2134265-2011-01322, 2134265-2011-01323. (B)(4). (B)(6) 2006: the patient presented due to ccs class 2 stable angina and underwent cardiac catheterization with stenting to 2 vessels. The mid left anterior descending coronary artery (lad) was treated with placement of a 3.0x32mm taxus liberte stent. The apical lad was treated with a 2.5x16mm taxus liberte stent. The proximal circumflex artery (lcx) was treated with a 2.75x32mm taxus liberte stent. A dissection in the distal lcx was treated with overlapping 3.0x20mm and 2.75x32mm taxus liberte stents. A type d bifurcated lesion was identified in the proximal lad and proximal lcx. This was treated by "v" stenting using a "kissing stents/gun barrel" technique. The main vessel was treated with a 3.5x12mm taxus liberte stent and the side branch with a 3.0x20mm taxus liberte stent. Residual stenosis for the treated vessels was less than or equal to 30% with timi-3 flow. Post dilation was not performed. A lesion in the obtuse marginal was not treated due to total occlusion and the postlateral branch off the right coronary artery (rca) was not treated due to it being an "insignificant vessel". The patient was discharged 4 days later on aspirin and clopidogrel. (B)(6) 2006: the patient underwent a planned staged cardiac catheterization procedure in which the proximal rca was treated with a 3.5x33mm non-bsc drug eluting stent resulting in less than or equal to 30% residual stenosis. The mid rca was treated with an overlapping 3.5x12mm taxus liberte stent and a 3.2x12mm non-bsc drug eluting stent. Final results were less than or equal to 30% residual stenosis and timi-3 flow. It was noted that there were 3 overlapping stents in this vessel. (B)(6) 2011: the patient was admitted with stable angina pectoris. Cardiac catheterization revealed moderate stenosis in the distal left main stem, tight proximal in stent restenosis of the lad, tight ostial in stent restenosis of the lcx and mild proximal in stent restenosis of the rca with moderate proximal stenosis beyond this. The treatment and outcome for this event are unknown, and it is listed as not recovered/not resolved. The patient was discharged 5 days later.